Event description:
The facility reports the hoist had a faulty handset. The pt was unable to remain supported in the hoist which independently lowered the pt towards the floor. Two nurses sustained back and shoulder injuries.